Event description:
It was reported that the atrial lead had an apparent fracture and high impedance. The ventricular lead was suspected of a fracture. There were also unacceptable thresholds noted. The atrial lead was inactivated and the device was reprogrammed. The patient's atrial lead was capped and a new ventricular lead was implanted on the opposite side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID p1501dr, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013. (B)(4).